Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Product is being evaluated by external contractor. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery, the unit's res board was reading full when empty and both cylinders were affected. There was no patient involvement. No adverse events were reported as a result of this malfunction. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a5, b4, b5, d2, d4, g3, g6, h1, h2, h3, h4, h6, h8, h10 review of the most recent repair record identified the misreading was due to the float sensor being stuck and the debris was removed and sensor and rod cleaned. Review of the device history record identified no deviations or anomalies. The event can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available.